Event description:
It was reported that the procedure was to treat an un-specified coronary lesion. The balance middleweight guide wire was advanced and placed successfully. During advancement of a non-abbott balloon catheter, resistance was noted with the guide wire, and the balloon could not move over the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2013 it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.